Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1l3xe, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1l3xe, ubd: 19-oct-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient was a neurostimulator (ins). It was reported that the patient had a history of (h/o) fibro myalgia. The patient had complained of stimulation discomfort in foot with original lead (left side), not pelvic area. No impedance were observed. The physician decided to remove the left lead and implanted a new lead on the right side. No further complications were reported or are anticipated.